Event description:
After an implantation period of approximately 109 months it was reported that oversensing in the ventricular was observed. The lead was capped.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the devices as well as on the provided data. The quality documents accompanying the manufacturing process for these devices were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the devices functions to be as specified. Linox smart promri s 65 the analysis of the provided trend data, acquired between 4th of july 2021 and 28th of february 2022 recorded a fluctuating shock impedance between 68 ohms and 96 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel.